Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00, cracked upon insertion. The lens was removed during the same procedure without an incision enlargement. Another zcb00 lens was used as a replacement. Additionally, it was reported that the crack was in the center of the optic. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and was received cut in two pieces approximately half. The two pieces of lens are torn. Residue of viscoelastic (ovd) lubricant were detected in the lens optic body. Loose particles in the optic body is compatible with handling the lens out of the sterile environment and were observed. The reported complaint issue was verified on the returned lens. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, lens return, historical complaint review, and labeling, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.